Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (alarm 29) during the loading sequence. The customer's blood glucose was 259 mg/dl. Reportedly, the customer successfully loaded a cartridge and resumed insulin delivery.